Event description:
Account called and alleged that one of his siderails would not latch. He said that the pins are not releasing to lock it into place. Account was instructed to clean the d-pins and lubricate them slightly. Account cleaned and relubricated the siderail latch pins, and this resolved the issue.